Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the surgeon noticed that the lens had flipped in the pt's eye. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Evaluation method - results - a lens work order search was performed and no similar complaint was found.